Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of three speedband superview super 7s used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure to treat varices in the esophagus performed on (B)(6) 2022. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the same problem happened. They used a third speedband superview super 7, but still the bands would not deploy. The devices were checked and tested outside the patient but the bands overlapped. It was reported that the shrink wrap was too tight to the ligator cap. The procedure was completed with a fourth speedband superview super 7. There were no patient complications reported as a result of this event. Note: photos of the complaint devices outside the patient were provided by the customer and showed the bands overlapped. Another photo was also provided before the device was opened as it was noticed that the ligator shrink wrap was too tight to the cap.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a150207 captures the reportable event of shrink wrap difficult to remove as it was too tight to the ligator. Block h10: the returned speedband superview super 7 (ligator head, handle assembly, and irrigation tube) was analyzed, and a visual evaluation noted that the returned ligator head had seven bands attached, some bands were moved and overlapped. The suture thread contained seven knots, and was unfolded from the ligator housing, the handle slot had marks of insertion of the trip wire. Per media inspection, one of the photos showed the shrink wrap was partially removed. The returned irrigation tube was in good condition. The device was observed under magnification, and the teeth of the ligator housing were found bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy and difficult to remove the shrink wrap were confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged, the bands on the ligator head were moved. These suggest that the device could not deploy. The ligator still had the seven bands attached, indicating inability of the device to deploy the bands. These conditions could have been generated due to excess of tension applied when deploying the bands. It is possible that the functionality of the device could have been affected in some way, perhaps the manipulation or the technique used could have contributed to the reported event. Although the photo showed that the shrink wrap was partially removed, indicating that it was not easy to remove, since the shrink wrap was not returned, it is not possible to carry out a more thorough investigation to determine the most probable root cause of the problem "shrink wrap - difficult to remove." Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to one of three speedband superview super 7s used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure to treat varices in the esophagus performed on (B)(6) 2022. During the procedure, the bands would not deploy. A second speedband superview super 7 was used; however, the same problem happened. They used a third speedband superview super 7, but still the bands would not deploy. The devices were checked and tested outside the patient but the bands overlapped. It was reported that the shrink wrap was too tight to the ligator cap. The procedure was completed with a fourth speedband superview super 7. There were no patient complications reported as a result of this event. Note: photos of the complaint devices outside the patient were provided by the customer and showed the bands overlapped. Another photo was also provided before the device was opened as it was noticed that the ligator shrink wrap was too tight to the cap.